Manufacturer narrative:
As product was not returned and the test strip lot reported with complaint is unknown, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving low readings on their adc blood glucose meter. Customer reported a low reading of 1.5 mmol/l when compared to a lab reading of 6 mmol/l and a low reading of 2.2 mmol/l when compared to a lab reading of 8 mmol/l. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
No product was returned for this complaint. A review of the dhrs for the freestyle freedom lite meter and freestyle freedom lite strips were conducted and the dhrs showed the freestyle freedom lite meter and freestyle freedom lite strips passed all tests prior to release. Investigated for the read-3 complaint has determined that there was no indication that the product did not meet specification. A tripped trend review was completed and showed no further investigation is required for read-3, freestyle freedom lite meter. Stability data for freestyle freedom lite was reviewed and showed no anomalies or non-conformance's that could lead to the complaint. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving low readings on their adc blood glucose meter. Customer reported a low reading of 1.5 mmol/l when compared to a lab reading of 6 mmol/l and a low reading of 2.2 mmol/l when compared to a lab reading of 8 mmol/l. The results when plotted on a parkes error grid fell into the ''c'' zone showing the difference in values to be clinically significant. There was no death, serious injury or mistreatment associated with this event.